Manufacturer narrative:
Device was not returned for eval.

Event description:
It was reported the device was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the device leaked after insertion. Add'l info received on 10/7/97. It was reported by the affiliate that there was no pt consequence. Changed the consequence to pt field to reflect this add'l info.